Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2019 reporting that the patient was continuing to struggle with charging. They charged every couple of days and the programming did not justify this. It was noted on (B)(6) 2019 that things seemed to be going better. The system was planned to be evaluated on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that they cleared a power on reset (por) and the patient was charging frequently. It was unknown what led to the issues. The rep reported that they reprogrammed the patient for improved coverage and the patient was charging every other day even though the programming is relatively simple. The rep noted that they reduced the rate from 60 to 20. The new programming is as follows: 13+ 12- 6-, 450 pulse width and 20 rate. No further complications were reported.